Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign body, possibly plastic, was observed within a small volume folfusor. The pump contained sodium chloride and fluoruracil hs. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2017 ¿ (B)(4), 2017. One folfusor unit was received for analysis. Visual inspection on the unit via the naked eye noted a rod-shaped pink coil cap shaving approximately 4.91 mm in length located inside the housing. The coil cap shaving was not in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.